Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Same case as MFR report #: 2134265-2008-03232. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, moderately calcified, moderately tortuous, proximal to mid rca (right coronary artery) lesion measuring 3mm in diameter with unknown stenosis. Target lesion one was treated with predilation, placement of two overlapping 3.0x20mm taxus liberte stents, and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, mildly tortuous, proximal to mid lad (left anterior descending) lesion measuring 3mm in diameter with unknown stenosis. Target lesion two was treated with direct stenting using two overlapping taxus liberte stents (3.0x16mm and 2.5x24mm) resulting in 0% residual stenosis. Some balloon withdrawal resistance was reported for the proximal 3.0x20mm and 3.0x16mm taxus liberte stent delivery balloons. The investigator reported that the resistance was "moderately irritating but not of functional significance". No patient complications were reported.